Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation the potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that two broken screws were detected in a patient during the post op period. The two broken screws are reported to be ar-8945-50ft. The patient underwent shockwave therapy, as a palliative for attempted bone healing and pain reduction, but did not achieve significant improvement. Patient will be operated again in (B)(6). Original procedure date was (B)(6) 2017. Patient is a female. Follow-up investigation: it was reported that the revision surgery occurred (B)(6) 2018. Screws were explanted but will not be returned for evaluation.